Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Device manufacture date. This report is associated with MFR report numbers: 3005168196-2017-00894. 3005168196-2017-00896.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00894, 3005168196-2017-00896. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (sch1). During the procedure, the physician had difficulty detaching two smart coils using a sch1; therefore, the smart coils were removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.